Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 331 mg/dl. The customer¿s current blood glucose level was 310 mg/dl. The customer experienced symptoms like nausea, abdominal pain and dizziness. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will not be returned for analysis